Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an occlusion alert on the device. The patient was advised that the alert indicated pressure within the system, potentially related to the tubing or infusion set in use. The patient was using a compatible infusion set and was instructed to replace the supplies to resolve the issue. After changing the supplies, the patient was able to dismiss the alert successfully and reported no further concerns at that time. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.